Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient received a call from the physicians office that implantable pulse generator (ipg) exhibited possible failure. The ipg will be replaced. No patient complications have been reported as a result of this event.